Event description:
User facility mandatory medwatch received that stated: "this problem is concerning the hospira lifecare pca. The pendant button seems to have a design flaw. Whether the pendant is new or used, the pendant will stop responding after quick repeated use until "shocked" or "jostled" in a forceful manner. This can lead to wasted workload on biomed, pt equipment, and ultimately incorrect pt care." Upon further query, the following information was provided that indicated the customer contact reported that during testing at the user facility, the device intermittently did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. (B)(4). The pt pendant is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.